Event description:
It was reported that during the procedure, when the pedal was pressed to start the surgery, the console showed an error code 1103 (fiber identification failed. Please change fiber). There were two fibers opened but the procedure was unsuccessful and postponed. The procedure was not completed due to the event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during the procedure, when the pedal was pressed to start the surgery, the console showed an error code 1103 (fiber identification failed. Please change fiber). There were two fibers opened but the procedure was unsuccessful and postponed. The patient was sedated when the procedure was postponed, however the type of sedation given was not provided. The procedure was not completed due to the event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.

Manufacturer narrative:
Additional information received clarified that this report is a duplicate event and is reported under 2124215-2025-09502 and the analysis will be submitted after completion under MFR # 2124215-2025-07381.